Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported the hematoma was evacuated and closed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that fourteen days after the implant procedure, the patient experienced an embolic phenomenon on the small bowel requiring initiation of anticoagulant medication. After this was started, a hematoma began oozing from both the subxiphoid incision and device pocket. The oozing from incision was controlled by reclosing with adhesive; however, the incision continued bleeding despite the adhesive, pressure dressing, and use of an absorbable hemostat. Due to the persistent bleeding, a pocket revision performed. The extravascular implantable cardioverter defibrillator (ev ICD) system with antibacterial absorbable envelope remains in use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post operative cultures showed growing bacillus bacteremia. The patient was started on antibiotic treatment. The extravascular implantable cardioverter defibrillator (ev ICD) system remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the day after implant the patient developed back pain and hypotension with systolics in the 60¿s beats per minute (bpm). The patient was then transferred to the critical care unit for close monitoring. Upon arrival, the patient went into pulseless electrical activity cardiac arrest. After two minutes of cardiopulmonary resuscitation and medications administered there was a return of spontaneous circulation. In addition to bacillus bacteremia, bloodcultures also showed septicemia. It was further reported that an antibacterial absorbable envelope was used during the ev ICD system implant. The patient is a participant in a clinical study.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.